Event description:
The customer reported that during use of the suture hook, 45 degree left in a right shoulder arthroscopic posterior stabilization procedure, the tip of the suture hook broke off inside the surgical site. As reported, the breakage occurred during the passage of an inferior posterior glenohumeral stitch through the capsule and labrum. The broken tip was removed under fluoroscopic guidance. No additional portal needed and no further surgery in the joint was required as a result of the broken tip. However, the posterior lateral portal incision, already used for the procedure was increased by approximately 1cm. One extra stitch was required as a result of retrieval of the broken tip. The procedure continued without further complications and was completed with approximately 30 minutes delay. The patient was discharged on the same day and was to receive routine follow-up as required for this type of surgery.

Manufacturer narrative:
On 31-mar-2015 conmed received the damaged suture hook for evaluation. Visual inspection of the returned suture hook confirmed the reported breakage and found the tip had broken off at the weld and the hub exhibited tool marks all around, and the remainder of the suture hook was stuck in the handle due to the locking screw being over tighten. Further evaluation by the manufacturing engineer found that under magnification, the suture hook's material showed stretch lines and an indication that the instrument experienced a heavy load on one side, which was consistent with excessive force being applied during use. The report concluded that this suture hook met manufacturing requirements and a minimum of weld torque strength as specified. Based on the investigation and provided information, the most likely cause of this reported breakage is user related due to excessive force being applied to the tip while in use. A review of the DHR could not be performed, as the lot # of the suture hook was not provided. However, a review of the account purchase history showed the last shipment of the item #(B)(4) 2013. Based on the latest purchased date, it is believed that the unit has been in use for nearly 21 months. This suture hook is a limited reuse device (5 procedures) and the number of uses was not available from the customer. Due to the estimated age of this device, it is highly likely that this suture hook was used well past its life expectancy. A 2-year review of the device complaint history shows there has been only one similar report received. The risk document addresses this failure mode and risk analysis shows an acceptable risk level. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings and precautions: - if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. - avoid lateral stresses to the instruments or device function may be compromised. If the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. - avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. - do not use if parts are broken, cracked or worn, or device function may be compromised. - prior to use, always inspect suture needle for damage (i.e. Worn, dull, bent or cracked). - do not exceed five (5) procedures per limited reuse suture hook.